Event description:
A patient in a cardiac stem cell trial had completed 3.0 cycles of apheresis, and was having increasing intolerable chest pain, fever at 101.4 degrees, and was proceeding to sweat. The patient was discontinued from the amicus device collection and was admitted to the hospital for chest pain.

Manufacturer narrative:
Review of the complaint history reveals no other reports have been received for the reported issue. A follow-up report will be submitted as soon as the info is received.